Event description:
Per the audiologist, the pt has always had poor speech performance with the cochlear implant system. The results of an integrity test done in 2006 were consistent with normal receiver/stimulator function with multiple open circuit electrodes. In early 2008, the health care providers and the pt's family decided to have the device explanted and a new device reimplanted. The surgery date was not reported, however, it was reported that the initial activation of the new device was done approx three months later.

Manufacturer narrative:
This type of event is addressed in the device labeling.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2008 and the patient was reimplanted with another device during the same surgery. The manufacturer became aware of the explantation date upon receipt of the explanted device on (B)(6) 2013. This report is filed october 23, 2013.

Manufacturer narrative:
This report is filed december 9, 2013.